Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that pain occurred when changing positions, turning side to side and from sitting to standing. The patient will undergo a spinal cord stimulator (scs) battery revision procedure.

Manufacturer narrative:
Additional information was received that there will be no next course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that pain occurred when changing positions, turning side to side and from sitting to standing. The patient will undergo a spinal cord stimulator (scs) battery revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure wherein the ipg was replaced and the pocket was relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that pain occurred when changing positions, turning side to side and from sitting to standing. The patient will undergo a spinal cord stimulator (scs) battery revision procedure.